Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The customer confirmed the issue was resolved. However, the customer declined to provide repair details. If additional information is received a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had a broken handle on the patient support arm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.